Manufacturer narrative:
Upon completion of the investigation it was noted that the root cause for the event described by the customer could not be determined. It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. In absence of the device, a review of the device history records confirmed that nothing unusual was found relative to the production of this lot. Furthermore, the instructions for use list that, this device is considered radiopaque. The device may not be visible under all radiographic conditions. The size and position of the marker may impact radiopacity. In addition, adjacent structures may inhibit visibility. Multiple angles and modification of radiography parameters (e.g. Kevm mas) may be required to enhance visibility of the marker. Based on the results of this investigation, no further action is required. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device was not returned.

Event description:
Customer reported that at the closure of surgery a final count revealed that not all patties could be found. An x-ray of the wound did not show a missing patty; however; the remaining patties were also not detectable with x-ray. It could not be verified if the patty was in patient.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.